Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 73mm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan revealed a distal type I endoleak on the left side. The physician performed a secondary intervention and implanted an endurant ii 16/28/124 limb down to left hypogastric artery, resolving the event. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.